Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. Native valve dimensions were annulus diameters: minimum 19.7mm, maximum 26.6mm, avg 23.1mm; area: 414.5mm; perimeter: 73.7mm. Pre-dilatation via balloon annular valvuloplasty (bav) of the native valve was performed using a non-abbott 18mmx40mm balloon device. Implantation of the 27mm navitor was performed. Sufficient calcium was present for anchoring of the valve. The valve was positioned well. Implant depth at release was 3mm however, during the next recording implant depth was 0mm. There was no tension in the delivery system and no hypertensive spike at the time of migration. It was decided to snare the valve into the ascending aorta and deploy. A replacement 27mm navitor and large flexnav delivery system was then chosen to be implanted. Another pre-bav was performed with a 20mm x 40mm non-abbott balloon device, and after deployment of the 27mm navitor a post-bav was performed with a 22mm x 40mm non-abbott balloon device due to under-expansion and the presence of a perivalvular leak (pvl). The procedure was completed successfully. There was no patient consequences. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of off-label use, paravalvular leak, and valve underexpansion was reported. The provided images were reviewed by an abbott technical director of medical affairs, and the reviewer was unable to determine mechanism, events, or root cause of navitor implant from the images. Information from field indicated that the valve was correctly sized based on provided dimensions, the device had a final placement depth of 0 mm from the non-coronary cusp (ncc), there was sufficient calcification to allow anchoring of the device, and there were no deployment or retraction difficulties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on available information, a cause for the reported event could not be conclusively determined. It is possible that the large amount of calcification contributed to some of the reported issues. However, this cannot be confirmed. The reported off-label use is due to the user snaring the valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling.